Event description:
It was reported that: "we had a issue with a 4mm prestige plus coil at (B)(6) last week. Dr. Was embolizing a lumbar vessel. Used two prestige coils without issue, when placing the 3rd coil upon pressing the button patient was shocked and coil did not detach. Dr. Pressed ultra a second time same result in a shock to patient and not detach. Dr. Removed coil and ended procedure. I am working on getting the implant sheet for this patient, but physician and staff did not have it available at the time" update 31 mar 2025 - additional information received from the issuer: "1. How would the tortuosity be described in this procedure? Lumbar procedure, not super complicated 2. Can you confirm if the supplemental accessories will be returned? (Xcel, etc) if so, it would be appreciated. Nothing to return 3. During detachment, where was the ro marker in relation to the marker band of the microcatheter? Was not in case 4. When the physician was ready to detach the implant coil, did the xcel detachment controller show a red/green light? (Or did it show a green light and the implant did not detach?) Green and shocked patient no detach 5. Can you confirm if there was any patient injury? No lasting injury to patient 6. How was it determined the patient endured a "shock"? He screamed" update 02apr2025 - additional information received from the issuer: "1. How did the physician correlate the shock to the scream of the patient? Was surprised, tried again because he didn't think the coil could be the issue, the scream was accompanied by the press of the ultra 2. 3. Was the patient under any type of anesthesia? Twilight, or local was not completely under" incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4) an evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. As the lot number associated with the implicated unit was unable to be obtained, a review of the manufacturing records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.